Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose. Reportedly, the customer reverted to an alternate method for insulin therapy.